Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular lead noise was observed. No intervention was performed. The patient will be monitored. There are no clinical symptoms reported.